Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced complications and was injured and damaged. Becasue of complications, the device was removed in 1998. The device was not returned for evaluation.